Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. A review of the device history was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing of the handpiece device was deformed, the coupling tool side was broken, torn off, the trigger was jammed, blocked, and moving heavily, and the coupling tool side was worn out. It was noted that the housing was deformed/leaking, the coupling tool side was worn off, the trigger was stiff, the driving shaft was broken, and the tool coupling was broken. It was further determined that the device failed pretest for check proper function of the triggers, check the attachment coupling, check for leakage, check falling out protection (steal ring), marking & labeling, and general condition. It was noted in the service order that the motor of the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.